Event description:
The contact stated that the customer tested his blood glucose and received a reading around 7 mmol/l (126 mg/dl) using his breeze2 meter. The customer was not feeling well, so he retested using another breeze2 and received a reading around 2 mmol/l (36 mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. It's not known if the customer received any type of treatment for low blood glucose. The contact did not have control solution, so troubleshooting was not possible. It's not known if any product will be returned for evaluation.